Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 04-oct-2017 a field service engineer (fse) confirmed the reported event. The fse cleaned and lubricated the sampling needle assembly. The fse cleaned and verified that all three (3) z sensors were working properly. The instrument was performing within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 03-sep-2016 through 03-oct-2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, indicates that 710 z1-axis error message is generated when an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause was lack of lubrication with the sampling needle assembly.

Event description:
On (B)(6) 2017 a customer reported getting 710 z1-axis error messages while running patient samples on the g8 instrument. The customer is unable to run patient samples on hba1c. On 04-oct-2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.